Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria for lot 3929037 and product code 810081. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2018 and the mesh was implanted. Post-op, the patient experienced back pain, hip pain, urinary tract infection, difficulty walking, difficulty urinating, insomnia due to pain, psychological distress due to inactivity and premature aging. The patient is unable to stay standing for long periods of time. No further information is available.